Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported right side ¿foamy macrophage response and focal foreign body reaction to possible silicone or silastic fragments¿ and "minimal active inflammation with no malignancy." The device has been explanted.